Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-apr-2026, a sales representative reported via (B)(4) that the ar-1995shn screwdriver had the tip break off inside a 6.5 cancellous screw. The issue was discovered during a case with no patient harm.